Manufacturer narrative:
Evaluation summary: product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. Additional information has been requested but not received. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following a bilateral cataract surgery with intraocular lens (iol) implantation she experienced a temporary increase in intraocular pressure (iop) and a macular edema was diagnosed. Implantation took place in (B)(6) 2014. In 2016, she experienced bleeding of her ocular nerve three times, described as seeing "branches" in the eye. Additional information has been requested but not received. This is one of two associated reports being filed for this consumer. This report is for the right eye.